Event description:
Boston scientific received information from the local sales representative that the patient was seen in the clinic for a lead safety switch on this right atrial (ra) lead. The impedances were less than 100 ohms with no capture. A lead revision procedure was scheduled and when the impedance was checked in a bipolar configuration, the recorded value was greater than 2,500 ohms. A pacing system analyzer (psa) was used to test this ra lead and the recorded value was 400 ohms associated with consistent capture. The physician was concerned that there was a possible setscrew issue. Consequently, this device was changed out due to unexplained impedance measurements. The ra lead remains in service. No adverse patient effects reported from this procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in the ral the device was visually inspected, observations were consistent with a properly inserted and secured atrial lead. Magnified x-ray inspection indicated proper connections between the header and feed through and feed through and hybrid. Device underwent and passed automated testing designed to verify normal device operation.

Event description:
--